Event description:
It was reported that the customer's device had its service indicator illuminated and had logged a critical event code, multiple times. This event code can cause the device to lock up or have an unexpected reset condition. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.